Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties were encountered. The 99% stenotic lesion was located in the calcified and severely tortuous left radial vein. The 165cm transend guide wire and symmetry balloon were introduced via a non-bsc 4f sheath and the lesion was dilated 5 times. The guide wire was unable to be removed from the balloon catheter; therefore, they were removed from the patient together as a unit. The guide wire was exchanged for another of the same device and procedure was successfully completed with the same symmetry balloon. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.